Manufacturer narrative:
User error caused event. Product was not used in accordance with instructions for use. After intubation the health professional detached the oxygen tubing from the unit and inserted it directly into the endotracheal (et) tube. This resulted in the infant bilateral ptx requiring bilateral chest tubes. Mercury medical has no previous record of this type of incident occurring dating back to 1988.

Event description:
(B)(4). "Oxygen connecting tubing was connected from a wall flow meter to a disposable infant bmv device, the connecting tubing was removed from the bvm device and inadvertently attached to the end of an et tube. The connection was made during a resuscitative effort. The infant developed bilateral ptx requiring bilateral chest tubes."